Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 18165623, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the patient's lead contacts were showing high impedances. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. The physician found a fracture distal to the clik anchor. The patient was doing well postoperatively.